Event description:
Anastomosis with the colonring was created in a pt who underwent laparoscopic anterior resection procedure due to rectal malignancy. A leak has occurred on pod 4.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not received for evaluation and no info is available regarding its serial number. In addition, the available info regarding the pt or the procedure is very limited and therefore, no further conclusions could be drawn. Anastomotic leakage is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices. The current cumulative leak rate following use of colonring device is within the low range reported in the literature for anastomosis devices.